Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) on 2023-04-25. The pt clarified that they did not intentionally turn cycling on. Pt said they were charging 2-3 times daily so that it would not turn off. They believed it had been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt mentioned their spinal cord stimulator (scs) turned off by itself a couple of months ago one time. Then pt noticed the scs turned off by itself again 1 month after the first instance. Now, today, the pt noticed the scs turned off 10 times by itself today. Pt called a mdt rep. Who had the pt reset the controller and call patient services (pss). Pt said they noticed their therapy was turning off because they noticed a "deflating" feeling and recognized that feeling as a lack of therapy. Pt said even though their therapy felt like it was turning off, the pt said the controller still said the therapy was on. Pss suggested the pt check into any cycling settings they had active. Pt said program 2 had cycling turned off, but program 2 had cycling turned on. Pt said they think the reason for the issue was that cycling had turned on. Pt said they did not think about the cycling setting because they "never had cycling on" and used their therapy 24/7. Pt said they had to charge 3 times per day and said "it would be convenient if the ins charge lasted longer or if the controller charged quicker." The patient was redirected to their healthcare provider to further address the issue if the issue persists.